Event description:
It was reported that noise leading to oversensing was observed on the atrial lead. During box change due to normal battery depletion, insulation damage was observed on the atrial lead. The atrial lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported events of insulation damage and noise were confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found procedural damage to the outer insulation at the proximal region of the lead. The cause of the reported event of insulation damage was isolated to procedural damage. During electrical testing a short was noted. Destructive analysis was performed and visual inspection found an abrasion breaching the inner insulation at the suture sleeve tie impression region which is consistent with suture tie forces. The cause of the reported event of noise was determined to be the inner insulation abrasion consistent with suture tie forces.